Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported in the subject device the images were not parallel. The event was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. Based on the investigation results, root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported in the subject device the images were not parallel. The customer noted that the image was not missing, but rather the image was tilted, which would be closer to being out of position. Rotating the image did not seem to solve the problem, so the device was sent in for repair. The event was found during reprocessing. There were no reports of patient involvement.